Event description:
It was reported that subsequent to revision hip replacement in 2003, pt dislocated anteriorly. Pt was admitted for revision hip arthroplasty in 2005 at which time modular head and liner components were replaced.